Event description:
Procedure type: hernia repair. According to the rptr: allegedly, pt has had an infection and seroma which has been treated for 12 months. The doctor believes that the infection was caused by another suture. Pt is not on a wound vac. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).